Event description:
Had great difficulty getting on and off the truck [difficulty in walking]. Severe pain in left knee [aching (l) knee]. Initial information received on 30-mar-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves adult male patient who experienced had great difficulty getting on and off the truck and severe pain in left knee while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing gout. Concomitant medications included allopurinol (allopurinol) for gout; and chlorphenamine maleate, dextromethorphan hydrobromide, paracetamol, pseudoephedrine hydrochloride (genacol). On 28-mar-2022, the patient started using hylan g-f 20, sodium hyaluronate injection (formulation, batch number, route, indication, frequency: unknown). Information for batch number requested. On 29-mar-2022, after the latency of 1 day starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced severe pain in left knee (arthralgia) and it was on 12-14 on 1 to 10 on the pain scale and next day it was 18. On 29-mar-2022, patient had a 14-hour training course, patient had great difficulty getting on and off the truck (gait disturbance). He used ice before bed he got up 3 times during the night to go to the toilet, but he realized that he needed a walker. The patient also mentioned that he could not take medication, because he would have to concentrate on the road. Action taken: not applicable for both the events. Corrective treatment: ice for severe pain in left knee; walker and ice for severe had great difficulty getting on and off the truck. Outcome: unknown for both the events. Reporter causality: not reported for both the events. Company causality: not reportable for both the events.

Event description:
Had great difficulty getting on and off the truck [difficulty in walking] was only able to put his weight on his left knee, five minutes after the injection [weight bearing difficulty] had great difficulty getting on and off the truck [mobility decreased] severe pain in left knee/pain in his knee was 12-14 on a scale of 10, currently, getting up to go to the washroom he said that the pain is an 18 to 19 on a scale of 10/lots of pain [aching (l) knee] case narrative: initial information was received from canada on 30-mar-2022 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves an adult male patient who had great difficulty getting on and off the truck, was only able to put his weight on his left knee, five minutes after the injection, had great difficulty getting on and off the truck and severe pain in left knee/pain in his knee was 12-14 on a scale of 10, currently, getting up to go to the washroom he said that the pain is an 18 to 19 on a scale of 10/lots of pain after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing gout. The patient's past medical treatment included cortisone. Concomitant medications included allopurinol (allopurinol) for gout; and gelatine hydrolysate (genacol). On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection (48 mg/6 ml) at dose of 6 ml once for osteoarthritis (formulation, batch number, route: unknown). Information for batch number requested. On (B)(6) 2022, after the latency of 1 day starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced severe pain in left knee (arthralgia) and it was on 12-14 on 1 to 10 on the pain scale and next day it was 18. The patient said that he was only able to put his weight on his left knee, five minutes after the injection. On (B)(6) 2022, patient had a 14-hour training course, patient had great difficulty getting on and off the truck (gait disturbance (seriousness criteria: disability), mobility decreased), when he was in training until 4pm, then in the evening around 7pm, the pain in his knee was 12-14 on a scale of 10 (arthralgia). He used ice before bed he got up 3 times during the night to go to the toilet, but he realized that he needed a walker. The patient also mentioned that he could not take medication, because he would have to concentrate on the road. Currently, getting up to go to the washroom he said that the pain is an 18 to 19 on a scale of 10. That evening he put ice on his knee and took tylenol. The patient also mentioned that he had difficulty walking and getting into his truck. He was getting cortisone shots for three years and the following day he had no difficulties. Action taken: not applicable for all the events. Corrective treatment: ice for severe pain in left knee; walker and ice for severe had great difficulty getting on and off the truck, paracetamol (tylenol) for pain in his knee was 12-14 on a scale of 10, currently, getting up to go to the washroom he said that the pain is an 18 to 19 on a scale of 10/lots of pain. Outcome: not recovered for all the events. A product technical complaint (ptc) was initiated with global ptc number: (B)(4) on (B)(6) 2021 for synvisc one. Batch number: unknown. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. The final investigation was completed on 23-may-2022 with summarized conclusion as no assessment possible. Based on information received on 07-apr-2022, the case (B)(4) was identified to be duplicate of (B)(4). Hence, all the information from the case (B)(4) (to be deleted) has been merged in the case (B)(4) (to be retained). Additional information was received on 26-apr-2022 from quality department. Complaint ID (B)(4) had been canceled due to being duplicate complaint, hence its investigation results were removed from the same. Global ptc number for this case was updated to (B)(4)(results were pending for the same). Additional information was received on 23-may-2022 from other healthcare professional (from quality department). Gptc results were received and added. Also, upon internal review, this case previously assessed as solicited was updated to unsolicited. Subsequently, company causality was updated from not reportable to reportable and reporter causality was updated from not reported to related for all the events. Coding of suspect product was updated from genacol [chlorphenamine maleate; dextromethorphan hydrobromide; paracetamol; pseudoephedrine hydrochloride] to genacol [gelatine hydrolysate]. Text was amended accordingly.

Event description:
Had great difficulty getting on and off the truck [difficulty in walking]. Was only able to put his weight on his left knee, five minutes after the injection [weight bearing difficulty]. Had great difficulty getting on and off the truck [mobility decreased]. Severe pain in left knee/pain in his knee was 12-14 on a scale of 10, currently, getting up to go to the washroom he said that the pain is an 18 to 19 on a scale of 10/lots of pain [aching (l) knee]. Case narrative: initial information received on 30-mar-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves adult male patient who experienced had great difficulty getting on and off the truck and severe pain in left knee while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing gout. The patient's past medical treatment included cortisone. Concomitant medications included allopurinol (allopurinol) for gout; and chlorphenamine maleate, dextromethorphan hydrobromide, paracetamol, pseudoephedrine hydrochloride (genacol). On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection (formulation, batch number, route, indication, frequency: unknown). Information for batch number requested. On (B)(6) 2022, after the latency of 1 day starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced severe pain in left knee (arthralgia) and it was on 12-14 on 1 to 10 on the pain scale and next day it was 18. The patient said that he was only able to put his weight on his left knee, five minutes after the injection. On (B)(6) 2022, patient had a 14-hour training course, patient had great difficulty getting on and off the truck (gait disturbance (seriousness criteria: disability), mobility decreased), when he was in training until 4pm, then in the evening around 7pm, the pain in his knee was 12-14 on a scale of 10 (arthralgia). He used ice before bed he got up 3 times during the night to go to the toilet, but he realized that he needed a walker. The patient also mentioned that he could not take medication, because he would have to concentrate on the road. Currently, getting up to go to the washroom he said that the pain is an 18 to 19 on a scale of 10. That evening he put ice on his knee and took tylenol. The patient also mentioned that he had difficulty walking and getting into his truck. He was getting cortisone shots for three years and the following day he had no difficulties. Action taken: not applicable for all the events. Corrective treatment: ice for severe pain in left knee; walker and ice for severe had great difficulty getting on and off the truck, paracetamol (tylenol) for pain in his knee was 12-14 on a scale of 10, currently, getting up to go to the washroom he said that the pain is an 18 to 19 on a scale of 10/lots of pain. Outcome: not recovered for all the events. A product technical complaint (ptc) was initiated with global ptc number: (B)(4) on 31-mar-2021 for product. Batch number: unknown. Sample status: not available. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Final investigation complete date was 05-apr-2022. Reporter causality: not reported for both the events. Company causality: not reportable for both the events. Based on information received on 07-apr-2022, the case (B)(4) was identified to be duplicate of (B)(4). Hence, all the information from the case (B)(4) (to be deleted) has been merged in the case (B)(4) (to be retained).

Event description:
Had great difficulty getting on and off the truck [difficulty in walking]. Was only able to put his weight on his left knee, five minutes after the injection [weight bearing difficulty]. Had great difficulty getting on and off the truck [mobility decreased]. Severe pain in left knee/pain in his knee was 12-14 on a scale of 10, currently, getting up to go to the washroom he said that the pain is an 18 to 19 on a scale of 10/lots of pain [aching (l) knee]. Case narrative: initial information received on 30-mar-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves adult male patient who experienced had great difficulty getting on and off the truck, was only able to put his weight on his left knee, five minutes after the injection, had great difficulty getting on and off the truck and severe pain in left knee/pain in his knee was 12-14 on a scale of 10, currently, getting up to go to the washroom he said that the pain is an 18 to 19 on a scale of 10/lots of pain after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing gout. The patient's past medical treatment included cortisone. Concomitant medications included allopurinol (allopurinol) for gout; and chlorphenamine maleate, dextromethorphan hydrobromide, paracetamol, pseudoephedrine hydrochloride (genacol). On 28-mar-2022, the patient started using hylan g-f 20, sodium hyaluronate injection (48 mg/6 ml) at dose of 6 ml once for osteoarthritis (formulation, batch number, route: unknown). Information for batch number requested. On 29-mar-2022, after the latency of 1 day starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced severe pain in left knee (arthralgia) and it was on 12-14 on 1 to 10 on the pain scale and next day it was 18. The patient said that he was only able to put his weight on his left knee, five minutes after the injection. On 29-mar-2022, patient had a 14-hour training course, patient had great difficulty getting on and off the truck (gait disturbance (seriousness criteria: disability), mobility decreased), when he was in training until 4pm, then in the evening around 7pm, the pain in his knee was 12-14 on a scale of 10 (arthralgia). He used ice before bed he got up 3 times during the night to go to the toilet, but he realized that he needed a walker. The patient also mentioned that he could not take medication, because he would have to concentrate on the road. Currently, getting up to go to the washroom he said that the pain is an 18 to 19 on a scale of 10. That evening he put ice on his knee and took tylenol. The patient also mentioned that he had difficulty walking and getting into his truck. He was getting cortisone shots for three years and the following day he had no difficulties. Action taken: not applicable for all the events. Corrective treatment: ice for severe pain in left knee; walker and ice for severe had great difficulty getting on and off the truck, paracetamol (tylenol) for pain in his knee was 12-14 on a scale of 10, currently, getting up to go to the washroom he said that the pain is an 18 to 19 on a scale of 10/lots of pain. Outcome: not recovered for all the events. A product technical complaint (ptc) was initiated with global ptc number: 100213094 on 30-mar-2021 for product. Batch number: unknown and results were pending for the same reporter causality: not reported for all the events. Company causality: not reportable for all the events. Based on information received on 07-apr-2022, the case (B)(6) was identified to be duplicate of (B)(6). Hence, all the information from the case (B)(6) (to be deleted) has been merged in the case (B)(6) (to be retained). Additional information was received on 26-apr-2022 from quality department. Complaint ID (B)(4) had been canceled due to being duplicate complaint, hence its investigation results were removed from the same. Global ptc number for this case was updated to (B)(6)(results were pending for the same).